Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw detached and fell down. No adverse patient consequences reported. Procedure was completed with competitor's device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device fired over another clip or instrument? Ligamax was not fired over the clip or instrument. Was a cholangiography performed? No cholangiogram performed. Was it the cam or the jaw of the device that broke off? The jaw of each device broke. Did the device function as intended, clip formation prior to damage? Before the damage the clip was formed but assisting sister found that the jaws was loose immediately after opening from the sterile pack. Did the piece fall into the patient? Few clips fall into the patient. If so, was it retrieved? Which was retracted. How? With grasper. Were all (4) device used or are some being returned in the sterile packaging? 2 out of 6 pieces returned on sterile pack and other 4 pieces opened and fired few clips and returned. Which firing of the device did this event occur on? Unk. What vessel or structure was the device fired on at the time of the event? Ligamax was used only for lap. Chole. Was the clip fully advanced into the jaws prior to firing? Unk . Was there any torquing or twisting of the device present at the time of firing? Unk. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? Unk. If so, when? Did anything unexpected happen prior to this incident? Unk. Was the device fired after this incident in or out of the patient? Unk. What were the indications for surgery? What was found? Unk. Does the patient have any relevant history of surgical treatments? Unk. If so, what? Did somebody other than the primary surgeon fire the instrument? If so, whom? Unk.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). The four devices (a, b c and d) were received with the jaw broken at bifurcation. Evidence of corrosion was found throughout the broken area. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. The batch record was reviewed and no anomalies were noted during the manufacturing process.